Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the drifting of the arm 4. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs and error indicating the axes controller arm (aca) failed to initialize axis 1, confirming the fault occurred in the field. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was further inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the yaw searchlight sensor assembly are consistent with the reported event and are the potential root cause for this issue. The complaint was confirmed based on failure analysis. The probable root cause can be attributed to the yaw search light sensor assembly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 4 (usm4) was drifting when the surgeon was in control of the arm. The technical service engineer (tse) had the customer ensure that the port on usm4 remote center was correct. The customer ensured that they found no issues also with the drape and usm position. The surgeon continued working with the usm4 through the reported issue. The procedure was completed with no reported injury.